Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic system the application got froze during boot up. Procedure details and patient impact were not reported. Additional information requested and none received till date.

Event description:
A customer previously reported that an application freeze happened in an ophthalmic system during boot up. Information regarding the procedure and the patient impact was not provided.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (application freeze during boot up) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report number 2028159-2024-01698. The manufacturer internal reference number is: (B)(4).